Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for this event. The cause of peritonitis was unknown. The patient was treated with injection of vancomycin (2gm, weekly once for two weeks, ip) and injection of amikacin (125mg in the last bag (3 times/day) for 14 days). At the time of this report, the patient was recovering from peritonitis. No additional information is available.